Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. There was no deformation to the area where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: tjf type 260v operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Tjf type 260v reprocessing manual includes the preventive measures in chapter 3 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the tip of the server plug-in. There were no reports of patient involvement.